Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. See h.10.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system leaked blood during use. The following information was provided by the initial reporter: on the morning of (B)(6) 2020, the rep received a complaint from the dealer that there was a case of blood leakage from top of septum when the needle core was successfully punctured and withdrawn. After that, the bd representative communicated with the head nurse of the department. Since the specific operator had not been seen, he will report the specific details on (B)(6). Here is the updated information from rep: the operator performed the punturing normally, and the blood return was also normal, the needle was disengagement after puncturing. But the fluid didn't drip after the tourniquet was loosen, and the blood leakage was also found, and the operator didn't know the exact position of blood leaking, the area was relatively large and the puncturing area was vague, the patient said there was much blood on his hand, so the needle was remove, and it was found that the blood was leaked at the safety device.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system leaked blood during use. The following information was provided by the initial reporter: on the morning of (B)(6) 2020, the rep received a complaint from the dealer that there was a case of blood leakage from top of septum when the needle core was successfully punctured and withdrawn. After that, the bd representative communicated with the head nurse of the department. Since the specific operator had not been seen, he will report the specific details on (B)(6). Here is the updated information from rep: the operator performed the puncturing normally, and the blood return was also normal, the needle was disengagement after puncturing. But the fluid didn't drip after the tourniquet was loosen, and the blood leakage was also found, and the operator didn't know the exact position of blood leaking, the area was relatively large and the puncturing area was vague, the patient said there was much blood on his hand, so the needle was remove, and it was found that the blood was leaked at the safety device.